Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9053662. Medical device expiration date: 2020-02-29. Device manufacture date: 2019-02-22. Medical device lot #: 9087734. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-28. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 367983. Batch no. 9053662, 9087734. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tubes did not fill properly. The following information was provided by the initial reporter: the tube does not fill properly at 3.5ml.

Event description:
Material no. 367983 batch no. 9053662, 9087734. It was reported that during use of the bd vacutainer® sst¿ blood collection tubes the tubes did not fill properly. The following information was provided by the initial reporter: the tube does not fill properly at 3.5ml

Manufacturer narrative:
Bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.